Event description:
Customer reported having high blood glucose of 600 mg/dl. Customer stated her blood glucose rose from 200 mg/dl. Customer recently had a major surgery and was taking medication. Customer spoke to her doctor which stated the device was not administering the right doses. Customer reported being hospitalized for high blood glucose. Customer was treated with IV drip and then switched to manual injections. Customer was wearing the device had given a bolus prior to hospitalization. Customer was advised to disconnect from the device. The drive support disk was normal. No air bubbles or leaks. Customer did a manual prime in the air and insulin did exit. Customer did not have tubing clamp to perform high pressure test. Customer was advised to do a complete set change when high blood glucose occurs. Clamp will be mailed. Customer also stated the high blood glucose can bee associated to torn tendons in her leg. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.